Manufacturer narrative:
Hw23429 was not returned for evaluation. Review of the log files revealed that the associated pump met all requirements for release. The reported event was confirmed via log file analysis which file revealed 100 high watt alarms have been logged since september 03, 2016. There was a rise in power consumption beginning on august 26, 2016 to a peak of 12.8 watts, outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities including the patient's past history of thrombus. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted to the hospital for treatment of suspected pump thrombosis and to rule out gastrointestinal bleed. The patient presented with elevated pump power and increased lactate dehydrogenase (ldh) levels. He was administered intravenous tissue plasminogen activator (t-pa) and integrilin infusions. An echocardiogram was completed prior to t-pa administration; results revealed no new acute abnormalities. The patient was discharged on (B)(6) 2016. No further information was provided.